Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m5300f. Additional information requested and received: did the device start to deploy staples and cut but could not be completed? No the stapler did not start to fire on the 3rd firing. The handle didn't have tension and when squeezed, would not advance the blade. The anvils was removed from tissue and a new stapler was opened to complete the procedure. The analysis results found that one long60 device was returned in good visual condition and with no cartridge reload present. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle was found to be damaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a gastric bypass procedure, the stapler failed to fire completely during third firing of case. Case completed with another device of the same product code. There were no patient consequences reported.